Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w version unknown. P-cap / reservoir locks properly into place. Keypad traces inspected and no damage noted on keypad traces. Unit received with unresponsive buttons due to corroded electronic assemblies. Unable to perform displacement test or selftest due to unresponsive keypad. Unit received with missing keypad overlay, missing display window cover, missing serial number label, minor scratches on case, cracked case (battery tube), cracked case-corner of belt clip rails and cracked battery tube threads.

Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.